Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury appears to be due to worsening patient condition. The reported mr appears to be a cascading effect of the reported tissue injury. Additionally, the reported patient effects of mr and tissue injury are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization & surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
This report is being conservatively filed as a supplemental until clarification is received. The additional mitraclip referenced in d10 is being filed under a separate medwatch report number.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2023, the patient was admitted to the hospital for a robotic surgery. Clarification is being requested. This report is being conservatively filed as a supplemental until clarification is received.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury appears to be due to worsening patient condition. The reported mr appears to be a cascading effect of the reported tissue injury. Additionally, the reported patient effects of mr and tissue injury are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(6). Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) with a posterior leaflet prolapse with flail. One mitraclip ((cds0701-ntw, 10728 (r) 174)) clip was implanted, reducing the mr to grade 1+. On (B)(6) 2023, worsening mitral regurgitation to severe along with increased clip mobility was noted. On (B)(6) 2023, additional imaging was performed. Reportedly, there was a new leaflet flail-tear and the leaflets appeared thickened. A single leaflet device attachment (slda) was confirmed. On (B)(6) 2023, the patient was admitted to the hospital for another mitraclip procedure. An xt mitraclip (cds0706-xt, 20922r1091) was implanted without a device issue noted. On (B)(6) 2023, the patient had worsening atrial fibrillation, treated with medications. On (B)(6) 2023, the patient was admitted to the hospital for a planned echocardiogram and electrophysiology ablation to treat persistent atrial fibrillation (afib). The procedure was performed without complications. Reportedly, the atrial fibrillation event requiring treatment was unrelated to the device. The atrial fibrillation was a pre-existing condition. During this hospitalization, the echocardiogram showed severe mr and a new leaflet tear. The team is discussing treatment options. There was no additional device malfunction reported.